Event description:
It was reported that the patient experienced minor scrotum erosion, mild superficial infection, and device encapsulation with an inflatable penile prosthesis (ipp), however the explanted device did not present any malfunctions as it was fully functional when tested. A revision surgery was performed, in which a new pump was implanted. The patient did not experience any further complications. The new pump was tested and it was fully functioning. No more information available at the moment. Should additional information become available, it will be provided.